Event description:
During the treatment of 70% calcified lesion in the posterior tibial artery, the diamondback 360 peripheral orbital atherectomy device (oad) was stuck on viperwire advance guide wire. Multiple flushing attempts were performed in an attempt to resolve the issue. The procedure was completed with another oad, and nitroglycerin was administered as a vessel spasm was suspected.

Manufacturer narrative:
H6 health effect - clinical code 4581: vessel spasm. H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that vessel spasm is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).